Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips remote service engineer (rse) inspected the system remotely and confirmed that the x rays were not working and displays the error message: low load fluoro selected: tube rotor problem. Rse asked the customer to restart the system but did not fix the issue. Rse asked customer to check the oil level which was found to be low and had signs of leakage. Rse instructed to complete the oil level, checked pressure, verified all cooling unit. After that system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-rays were not working. No harm has been reported to philips. Philips has started an investigation of this complaint.